Manufacturer narrative:
(B)(4).   Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not have any voice prompts. The device had all three icons (service wrench, charge-pak and attention) in the readiness display when the device was powered on the first time. After a while the device showed ok, but when the device was powered on for the second time, it would again have no voice prompts and all three icons. During device evaluation, physio-control observed that the device showed ok in the readiness display, would power on briefly, but would then power off again. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to the lid reed switch remaining in a shorted position when the device lid was opened.  This caused the device to appear as if it was not completing a power on cycle.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to the lid reed switch remaining in a shorted position when the device lid was opened.  This caused the device to appear as if it was not completing a power on cycle. Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).